Event description:
It was reported that during the implant attempt, the lead could not be fixed well and dislodged repeatedly. The patient also experienced diaphragmatic stimulation. The lead was not used and a new lead was implanted.